Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that connector 7812400 was not firmly connected with catheter in the process of catheter placement, easily detached. No other information was provided.